Manufacturer narrative:
H10: the device was received for evaluation with original caps attached to the connectors. A visual inspection with the naked eye and magnification noted a hole in the heater bag. Excess solvent was observed on the white clamp supply line tubing located at the shrouded connector which caused the hole in the heater bag. The reported condition was verified. The direct cause of the excess solvent was determined to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set was damaged. It was further reported that "the heater line was glued to the heater bag and separated the heater line from the bag which caused a pinhole in the heater bag". This occurred during set up of peritoneal dialysis therapy. The patient used another cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.